Event description:
During manual attempt by the cardiac physician to remove the introducer from the pt's left femoral artery (approx hip region), the proximal half stretched at the white tubing section and tore off. The distal portion remained in the pt's artery. The distal portion of introducer was removed later the same day by the vascular surgeon in the surgery department.